Event description:
During baxter's device evaluation, multiple system error 322 alarms were observed in the device history log. There was no reported patient injury.

Manufacturer narrative:
(B)(4). Baxter evaluated the device in question. The system error 322 was confirmed in the device history log and reproduced during testing. Further evaluation found the lower latch switch varistor voltage to be below specification indicating that there was excessive leakage current causing the failure. The input/output printed circuit board (I/o pcb) was replaced. It was also observed that the upper latch would become open intermittently; contributing to the system error and the upper aux assembly was replaced.